Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: getinge service technician e1 event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 14th august 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, upon the preventive maintenance activities being performed on the device, cracked underside cover was identified. As it was confirmed with the photographic evidence, the particles were missing from the damaged cover. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of d4 catalog # and serial number # deems required. This is based on the internal evaluation. Previous d4 catalog # ard568350933 corrected d4 catalog # ard568330933/ard568350933 previous d4 serial number #: (B)(6) corrected d4 serial number #(B)(6) the correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, upon the preventive maintenance activities being performed on the device, cracked underside cover was identified. As it was confirmed with the photographic evidence, the particles were missing from the damaged cover. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. The device has been repaired by replacement of pwd500 underface transparent plate (ard368325555) and returned to use. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance, iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis., disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. The following disinfection products are tested: surfa¿safe, isopropyl alcohol, incidin pro, virkon. The aim of these tests is to detect any incompatibility with disinfectant. The involved zone was probably exposed to collisions and the edges damaged correspond to a retention zone. These facts indicate that cleaning agent residues may have a negative reaction on plastic surfaces and lead to its degradation. The concentration of chemical products, the stagnation of substance residues on the surfaces are probably the main factors leading to the deterioration of surfaces. User manual also mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incidents, it is recommended to respect the cleaning instructions and avoid: prolonged exposure to detergents and disinfectants solutions, high concentrations of cleaning agents, prohibited products getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).